Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-05276 and 2134265-2015-05340. It was reported that automatic pullback failure occurred. The target lesion was located in the left circumflex (lcx) artery. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a sled to view the target lesion. Also, a 6f non bsc guider and a non bsc wire were used for the procedure. The opticross imaging catheter was used to evaluate the lesion pre stent and images were successfully captured. However, when physician attempted to reevaluate the lesion post stent, it was noted that the pullback could not be activated. The physician tried disconnecting and reconnecting the catheter from the pullback sled but still could not get the auto pullback to work. Furthermore, the physician tried to do manual pullback but images were now fuzzy. Manual pullback was then completed; however, the opticross imaging catheter was not used after the distorted images. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.